Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that when the burr was switched on, it was very noisy, grating and scraping. No patient injury.

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event, this report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. After testing was performed smith and nephew was aware that the failure mode is not shedding or flaking, further investigation was also performed on the device and we came to the conclusion that this condition have been found to be consistent with the device being "tested" without or with insufficient irrigation. The device is not intended to be engaged without suction either. This "testing" condition means that the device was activated outside the patient.

Manufacturer narrative:
Two 7205327 disposable 5.5mm ep-1 acromionizer blades returned. The complaint allegation states: "it was reported that when the burr was switched on, it was very noisy, grating and scraping. No patient injury." The first blade has a melted sluff chamber. Returns for this condition have been found to be consistent with the device being "tested" without or with insufficient irrigation. The device is not intended to be engaged without suction either. Per the IFU: "periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running." And it also states: "irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry)." The second device had no fault or failure observed. It shows no damage or signs of misuse. The blade was tested with a dyonics handset and showed no irregularities. The blade spins freely with no binding. There are no other observations that would contribute to the complaint issue for this blade. No root cause related to the manufacturing of this device was established. No further investigation at this time.